Event description:
A customer contacted baxter's (B)(4) to report feeling full with the homechoice (hc) machine. The drain volume was 4329 ml. The technical service representative (tsr) assisted the home patient (hp) and reviewed the program: the total volume was 11000 ml and the largest prescribed fill volume was 2700 ml. Therefore, this event meets increased intra-peritoneal volume (iipv) criteria. The tsr advised the hp to call the nurse to raise the drain percentage and program tidal therapy to 90% and set the total ultrafiltration to 500 ml. According to the patient, he is not sure what caused the overfill event, however, it has been taken care of. Per the patient he had issues with constipation which was causing problems with draining. The device was returned. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device for the reported event of iipv. The iipv was confirmed in the logs and not duplicated during pal evaluation. The most probable cause was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be sent to service area for servicing. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.